Manufacturer narrative:
Device evaluation: the device related to the reported events migration was received on february 13, 2026 with lot number 3631196. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: migration: unable to observe this condition. None of the other observations performed during the device analysis creases and opening are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d9, h2, h3, h6.

Event description:
Healthcare professional reported "in and out of lateral pocket". This record is for the side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration.

Event description:
Healthcare professional reported "in and out of lateral pocket". This record is for the side. Device was explanted. Device will be returned.